Event description:
Event description guidant received information that this right ventricular lead was removed from service due to an unspecified lead failure. A new lead was implanted without further incident.